Event description:
It was reported that the 9600 system max r in boost measured 21.03 r per min. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The max r/min in boost was adjusted down to 17.87 during the service call. The system was tested and found to be working as intended and put back into service.